Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore, no pt info is reasonably known at the time of the event. Donor unit# (B)(6). The disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the device history record was reviewed and nothing was found that was related to this event. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Signals in the run data file indicate that the higher than expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber throughout most of the procedure. There are no events (adjustment, changes in pump speed, substate changes, etc.) In the procedure that corresponds with the onset of the overloading of the lrs chamber. Based on the available info, it is possible that this leukoreduction failure could be donor related. Corrective action: an internal CAPA has been initiated to evaluate reports of elevated wbc counts.